Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are having issues with the sensor. The blood glucose reading was 179 mg/dl, compared with the sensor glucose reading of 122 mg/dl. It was also stated that the customer has a bent cannula about 7 to 8 months ago. The customer stated that they inserted the sensor in the abdomen at all times. The customer was advised to remove and replace the sensor. The customer stated that the current sensor had a bent cannula. The sensor will be replaced.